Manufacturer narrative:
The specimens were collected in green top tubes and were centrifuged at 4,000 rpm for 3 minutes in a stat spin centrifuge. Qc was within specifications prior to the event, but failed elevated following the event. The customer attempted to re-calibrate the accu-tni assay five times following the event and all 5 calibrations failed. A field service engineer (fse) was dispatched in 2008: the fse inspected the instrument and observed a clog at the end of the #1 aspirate probe. (Per the access service manual, a blocked aspirate probe can lead to poor washing and elevated rlus and thus higher than expected results for a sandwich assay. Accu tni is a sandwich assay). The fse found aspirate probe #2 to be dirty at the end. The fse replaced all 3 aspirate probes. The fse verified repair per established procedures and results meet published performance specifications. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tni) results that were generated by the unicel dxc 600i synchron access clinical system for five (5) pt samples. The accu tni results were: 0.73ng/ml, 0.64ng/ml, 0.53ng/ml, 0.61ng/ml, and 0.87ng/ml respectively for patients 1-5. The original samples were re-tested for accu tni on a different instrument in the customer's lab and "negative" results were obtained for all 5 patients. Actual values were not supplied. The customer was not aware of any change to pt treatment as a result of this event.